Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was found to have a grip ring dislodged. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument stopped working and malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The task being performed was sealing. The instrument was not sealing. No error message was present. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle completed with the fast audible tones as expected. Tissue effect was not observed. Tissue was not cut that was not fully sealed. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding.